Event description:
It was reported that the patient's pump was alarming, and screen read, "air in line." Per reporter, they instructed the patient to acknowledge alarm, power pump off, clamp tubing and attempted to remove cassette. However, patient reports cassette is locked on. Patient was instructed to gently tap bottom of cassette on hard surface, unclamp tubing, power pump on and restart pump but it continues to alarm. Troubleshooting was unsuccessful. Res vol 120 ml. Event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name "infusystem inc. -- (cleveland clinic-north coast cancer care)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for repair/evaluation. No previous repair has been noted in the last 12 months. No event history log was provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed. Unable to determine a probable cause as the device was not returned for evaluation.